Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery was performed to remove the implant due to infection.

Manufacturer narrative:
The surgeon reported that he removed tmj devices due to infection. The surgeon did not report any device malfunction. Thus, this event is unrelated to the device complaint and does not involve device failure, malfunction, or other performance issues. The infection cause could not be determined with current information. Correction: country of event changed to united kingdom and catalog number corrected to chg020. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue h3 other text : device not available for return

Event description:
It was reported that a revision surgery was performed to remove the implant due to infection.